Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® 9nc 0.109m plus blood collection tubes experienced a stopper that was difficult to remove during use. The following information was provided by the initial reporter: material no. 363095 batch no. 8274576. It was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals. 8 of 10: maximum: 35.9-39.3. This message is intended to report out of specification of 2nd stopper pullout forces for re-test done on bd vacutainer® citrate tnt tubes catalog # 363093 and #363095 made in plymouth UK. As part of CAPA 54720, we sourced bd vacutainer® citrate 1.8 ml (363093) and 2.7 ml (363095) tubes which were sterilized at nominal (~17 kgy) and maximum dose levels (~39 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals listed below. The nominal and maximum dose test samples for the 1.8 ml were from lot # 8263737 and 2.7 ml from lot # 8274576.

Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 07/18/2019. Bd has updated the awareness date to (B)(6) 2019, since this date represents a corrected time-frame for when bd reviewed the internal test data and came to the conclusion that testing had not met specifications. The initial awareness date that was referenced in the complaint, represented the date that the testing was conducted. H.6. Investigation: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 15 bd vacutainer® 9nc plus blood collection tubes did not meet the product specification of "0.7 lbs" for stopper pullout forces during testing. The tubes were tested as part of CAPA# 54720 and sterilized at "nominal (~17 kgy) and maximum dose levels (~39 kgy)". This complaint was created to capture the 1st of 10 related incidents. The following information was provided by the initial reporter: "as part of CAPA 54720, we sourced bd vacutainer® citrate 1.8 ml (363093) and 2.7 ml (363095) tubes which were sterilized at nominal (~17 kgy) and maximum dose levels (~39 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® citrate 1.8 and 2.7 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for the test intervals listed below. The nominal and maximum dose test samples for the 1.8 ml were from lot # 8263737 and 2.7 ml from lot # 8274576."